Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: sheath: 6 fr; stent: xience 4.0x38, supera x 2. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two supera stents referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the patient received three 4.5 supera stents in the superficial femoral artery (sfa). There was an antegrade stick in the left profunda which was then pulled back to access the sfa. Based on the images, it looked like a chronic total occlusion but yet there was no calcium. The lesion was pre-dilated with a small balloon that caused spiral dissections through the sfa. The balloon was upsized before placing the three supera stents. There was still a dissection distal to the most distal supera stent in the sfa and a xience was deployed in the proximal popliteal. The proximal supera stent looked like it was only slightly deployed in the short sheath; barely noticeable. It seemed like the proximal stent was slightly pulled out of the arteriotomy but not out of the patient's body. Therefore, it was not known that there was a problem and the patient went home. Looking at the images, the stents look undersized for the sfa. On (B)(6) 2017, the patient felt pain in their groin when running on a treadmill for a stress test and an angiogram was performed. It was then discovered that the proximal stent had migrated and now the sfa was shut down. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to operational context, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: on (B)(6) 2017, the patient had to have a surgical cutdown of the femoral artery to remove the migrated stent and then had a patch sewn onto the artery. Additional supera stents were placed distally to the previously deployed supera stents. The patient is doing fine now.